Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer believes that the consumer hit something that he thinks that bent the hardware that attaches the walking beam and pivot link.